Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zebd-7-4 was to be placed at distal bile duct via endoscopy. When the physician streched zebd-7-4 with straightener, it got kinked. He changed to another manufacturer's device. Patient outcome - prior to patient contact. 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact prior to patient contact. 2 what was the target location for the stent? Distal bile duct. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 11 if not with the device in question, how was the procedure finished? Changed to another manufacturer's device. 12 did the patient require any additional procedures as a result of this event? No 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes.